Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04518. The pt received two leads with different lot numbers. It was reported the pt's stimulation was auto-reducing. The sjm rep met with the pt and determined both leads had high impedances. The pt reported he had fallen twice. The pt reported when he pressed on the lead incision site, he would receive a shocking sensation; the pt was unable to replicate during the system assessment. F/u identified the physician would undertake surgical intervention at a future date to address to issues.